Event description:
It was reported that software cannot be upgraded and the screen is blank. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; mpu (main processor unit) pcb (printed circuit board) assembly found out of electrical specification. Analysis also found a loose ECG (electrocardiogram) connector on the lem (link electronic module) pcb assembly. Power cord bay was broken and the system fan was noisy. Product ID 229047 analyzer. (B)(4).